Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per importer's MDR: end user states left caster cracked around all the spokes while end user was using chair. Chair is an older rolls chair 15 to 20 years old.